Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who refused remote support and requested a philips technical consultant (tc) onsite. The rse dispatched the tc to further evaluate the unit. The customer reported the beside monitor failed the preventive maintenance (pm) and was not available for clinical usage while the inop message is present. The tc noted no work was performed due to system not being available. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported the speaker was already replaced, but the malfunction still comes up intermittently. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.